Manufacturer narrative:
Three attempts have been made to have the device returned for evaluation. No response has been received about the unit.

Event description:
This report was originally submitted on 11/15/2017, and is being resubmitted on 3/20/2020 as the original submission failed to go through. The strap broke on a portable oxygen tank while in transport.